Event description:
It was reported that the device was used during a low anterior resection. The device formed an incomplete anastomosis. The case was completed with a like device with no pt consequence.